Event description:
Customer reported the tubing set spontaneously disconnected. The customer stated the disconnection occurred between the male luer on the alaris primary set and one of the smartsite valves on a different alaris set. The disconnection occurred during an infusion resulting in fluid leaking from the set. The set was replaced without incident. There was no pt harm and no medical intervention was required. There was no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported disconnection. The customer stated the set has been discarded and is not available for failure investigation.